Event description:
On 1-20-2010, global field surveillance received copy of the signed homechoice (hc) patient reply form with the following comments. The home patient (hp) stated that he has had all of the symptoms in the field corrective action (fca) letter and called the peritoneal dialysis (pd) nurse and was told not to worry about it. The hp stated he now has to have a hernia operation next week and does not know how he got it. The hp stated his stomach felt like it was going to explode and he was gurgling, spitting up and vomiting. The hp stated that his abdomen also hurts. No other information as reported. The patient's pd nurse was contacted concerning comments provided by the patient on his signed fca letter. The nurse was not aware of any overfills experienced by this patient. The nurse did state that the patient did have a hernia and did have surgery last week to repair. The patient has continued pd therapy. The nurse did state that the patient reported some pain during therapy, but that was the result of the hernia surgery. The nurse also advised that the patients fill volume has been reduced to 1500 milliliters. Additional information was not available.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the retrieval basket failed to completely close around the stone during the procedure. The stone was unable to be released and the retrieval basket and stone were removed from the patient together by disassembling the device. A stent was placed as part of the scheduled procedure. Additionally, a foley catheter was placed due to concerns about bleeding resulting from "ureteral damage," which could not be clarified further. The patient was discharged and his current condition is reported to be "fine."

Manufacturer narrative:
(B) (4). The patient is still using the device and therefore it has not been evaluated. If additional information about device return and evaluation becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated by the product analysis lab. The evaluation results indicate: homechoice device was evaluated by the product analysis lab (pal) for the reported difficulty of patient symptoms. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. Per the report, the occurrence date of the reported difficulty was (B)(6) 2010. Additional therapies were being performed after the date of the reported difficulty and overwrote the previous log data. There is no information available from either the event log or the therapy log from earlier than (B)(6) 2010. The reported difficulty was unable to be confirmed during the evaluation. Issues such as this are patient symptom in nature and would not be recorded in the logs or reproducible in the evaluation lab. The assignable cause is undetermined.